Event description:
It has been reported that, during an array removal, the tulip head snapped off of an array pedicle screw. The patient retained the fractured screw. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
Date: 2008.explant date: (B)(6) 2010.